Event description:
The leads were returned to the manufacturer after being explanted with no information. The leads subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the outer insulation had a breached depression. It was also noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead was stretched. (B)(4): the full lead was returned, analyzed, and no anomalies were found. However, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer insulation had a cosmetic depression, and there was apparent explant damage.

Event description:
The right atrial (ra) and left ventricular (lv) leads were returned to the manufacturer after being explanted with no information. Both leads subsequently tested out of specification. No patient complications have been reported as a result of this event. It was further reported that the left ventricular lead was explanted electively due to the patient's left ventricular sub-clavian stenosis. No allegation against lead performance or patient complications were reported.